Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
It was further reported through patient's medical records that the patient also complained of popping and clicking, and experienced toxic levels of cobalt and chromium, and damage to the tissue. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
Concomitant medical products: taperloc por fmrl lat 7.5x135 pn 11-103202, ln 570770, m2a-magnum 42-50mm tpr insrt-3, pn 139254, ln 873220. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: m2a-magnum mod hd sz 42mm, pn 157442, ln 519160. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-08723. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision due to elevated ion levels, excessive pain as well as tissue and bone destruction. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6. No device or photos were received; therefore the condition of the component is unknown. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: plasma cobalt level 11.3ug/l high. Recently discovered allergy to nickel, discussed removing mom & replacing with poly and non ¿ nickel products *suggest requesting materials composition for bilat initial hips.* no signs of infection or loosening of initial products. Acetabular area some signs of tissue staining that could be consistent with metallosis (*not a confirmed diagnosis). No bone loss upon removal of initial product. Diagnosis: failed left total hip replacement. Final reduction excellent w/good stability, alignment, & leg length restoration legal allegations of extreme pain (or pain of any kind) are not noted in these medical records. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.